Event description:
A user facility reported that an internal dialyzer blood leak occurred approximately five minutes into a patient¿s continuous venovenous hemodialysis (cvvhd) treatment. The patient was on continuous renal replacement therapy (crrt) for hyperkalemia and an electrolyte imbalance. The machine, a multifiltrate system, alarmed appropriately with a blood leak alarm. Light red liquid was visible in the dialyzer and in the waste bag. There was no visible damage observed on the dialyzer. The blood leak was caught early enough that most patient¿s blood was able to be returned. The patient¿s estimated blood loss was 20 ml. It was confirmed that the patient¿s vital signs remained stable. The blood loss did not result in any patient injury or harm, and medical intervention was not required. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation and no meaningful pictures were provided. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. A review of the device history record (DHR) was performed. All released products were found to be conforming to specifications. The review found there was no indication that any relationship exists with the reported failure mode. Although all dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred approximately five minutes into a patient¿s continuous venovenous hemodialysis (cvvhd) treatment. The patient was on continuous renal replacement therapy (crrt) for hyperkalemia and an electrolyte imbalance. The machine, a multifiltrate system, alarmed appropriately with a blood leak alarm. Light red liquid was visible in the dialyzer and in the waste bag. There was no visible damage observed on the dialyzer. The blood leak was caught early enough that most patient¿s blood was able to be returned. The patient¿s estimated blood loss was 20 ml. It was confirmed that the patient¿s vital signs remained stable. The blood loss did not result in any patient injury or harm, and medical intervention was not required. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation.